Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-12601. Further follow-up indicates the patient had both leads at l1 level explanted and replaced. Effective therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-12601. It was reported x-rays indicated the lead was fractured. Impedence are high for all contacts. As a result, surgical intervention may be pending.